Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon evaluation, the +3.3 trace on the front response button cable was worn. The cause of the non-functional response buttons is the damaged trace. The root cause of the damaged trace cannot be positively identified. No adverse event resulted from the damaged response button cable.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.